Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned device determined that the channel resistance was due to the tissue and glue adhered to the channel tube. A leak was also noted on the scope channel tube where the channel port and suction port were worn. The light guide tube was also found to be worn with a glue patch was observed. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use in a diagnostic gastroscopy procedure, the scope¿s nozzle was clogged and resistance was felt in the channel. The intended procedure was completed with another device. The patient was not under anesthesia when the event occurred. The scope was returned for evaluation an found that the nozzle was clogged, tissue glue was attached on the channel. This report is being submitted to address the foreign material observed in the nozzle causing the water flow to be insufficient and on the channel during evaluation. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogged nozzle was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "avoid aspirating solid matter or thick fluids; channel or valve clogging can occur. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.